Event description:
The customer alleged questionable results for the acetaminophen assay on 1 patient sample. The patient came to the emergency room of the hospital because she had ingested acetaminophen. The total dose of acetaminophen is unknown. It is also unknown when the acetaminophen was taken. Clarification was requested, but the customer was unable to provide more information. Two serum tubes were collected. One of the tubes was tested twice with results of -0.2 ug/ml and -0.3 ug/ml, both accompanied by a data flag. The laboratory reported a "negative" result to doctor, who questioned the result and asked that the sample be rerun. Approximately one hour later the same tube was repeated with results of 176.5 ug/ml and 183 ug/ml. Approximately 9 hours later the 2nd tube was tested, with a result of 177 ug/ml. The higher results were also supported by the customer diluting the patient sample with qc material and obtaining a high result. The customer stated that treatment of the patient was delayed due to the initial results, stating that the patient suffered hepatic cytolysis due to the delay of hospitalization because false results were given. Although the repeat test results were available in the laboratory approximately one hour after the initial, erroneous results, the biologist delayed about 12 hours in confirming the repeat testing results. Labeling requires that, for the data flag encountered on the initial 2 tests, the user perform a sample probe wash, clean the outside of the sample probe manually, and call technical support if the alarm recurs. The customer did not wash or clean the sample probe, and did not call for technical support when the 2nd flagged result was received. The patient is currently in good health and has returned home. The lot number of the acetaminophen reagent was 651657, with an expiration date of 01/31/2013. The investigation determined that instrument maintenance is performed regularly. The customer was unable to provide reaction data from the tests. The manufacturer's engineer visited the laboratory and did not find anything wrong with the instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).